Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, a 2.75 x 32 synergy ii drug-eluting stent was implanted to treat the lesion in the mid left anterior descending artery. The patient recently came back for another procedure and it was noted that an area in the mid stent was hazy and the physician thought it was a clot. The physician aspirated it with a manual aspiration catheter and used a non-compliant balloon catheter on the spot to resolve the clot. No further patient complications were reported and the patient's status was okay.